Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump usb port was damaged and it was difficult to charge the pump battery. Customer's blood glucose was within range (value not provided). Reportedly, customer was provided another usb cable and charging adapter. Although multiple follow up attempts were made by tandem technical support to confirm if charging issue was resolved, customer did not reply.